Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient had experienced loss of consciousness, confusion and cognitive impairment with a blood glucose of 30 mg/dl and self treated with a glucagon injection, food and drink. Troubleshooting found the basal history did not match the active basal programming. This complaint is being reported as the patient experienced hypoglycemia due to the alleged basal discrepancy issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05/23/2017 with the following findings: the last basal delivery was recorded on (B)(6) 2017. A basal edit not saved warning was recorded on that same date indicating the user attempted to edit the basal rated, but did not save the settings. The black box data revealed manual time changes on (B)(6) 2017. The black box revealed events of manual suspension and resume delivery. The pump was exercised for 24 hours without malfunction. The total daily doses added up to correctly reflect the user¿s program rates. The pump was found to be delivering accurately and without malfunction. Investigation did not duplicate the complaint.